Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: all of the keypad buttons functioned properly. No visible moisture was in the display. A leak test failed due to a crack in the upper right corner between the lens and case seal. When the pump was opened it was discovered that the force sensor plate and vibrator motor were corroded. Components around the display screen were also found to be corroded. The keypad flex connector and surrounding components were corroded. Additionally, the vibrator motor was not functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were no longer working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.